Manufacturer narrative:
A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6) , covering the manufacturing period beginning on 28mar2023 to the present date, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The reported condition of main 5.1 cubies continually failing/ejecting-unloading during failures was confirmed during fse testing and subsequently confirmed in the dchu inspection process. The device was initially evaluated by the field service engineer (fse) according to work order (B)(6) , the fse reported that half height cubie drawer 5-1 on the main failed to stay closed. The open and close sensor was found out of the hard stop assembly. The fse reinserted the open close sensor and replaced the retractor band. Drawer and cubie pockets were recovered after the repair. During dchu visual inspection (B)(6) : was received with copper strands in contact with adjacent copper strands. During dchu testing (B)(6) : further dchu testing was not necessarily due to the thermal damage observed on copper strands during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 5.1 failed to eject, which located on sj.neuro-1. As per part investigation, it was determined that there was thermal damage observed on the assy retractor drawer half height cubie. There were no delay, no adverse events or injuries reported based on this event.